Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/10/2024 it was reported by a sales representative via (B)(4) that an 0837-000 impactor pad and an 1255-300 suprapatellar insertion guide broke. As a nail was being reamed, the jig was hit with the impactor pad and broke off at the attachment to the jig. This was discovered during the procedure. The procedure was completed without any issues and the nail was inserted normally. X-rays were confirmed to make sure no metal pieces were left inside of the body. Procedure was completed as planned with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged 0837-000, impactor pad, batch number: 212459, was returned for investigation. Visual evaluation noted significant strike marks on the proximal end of the device. Additionally, the threads, where the device connects, broke off inside the 1255-300/ batch 212471a. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion. The surgical technique states the following: "caution: take care not to strike the targeting module with the slotted mallet. Avoid excessive force when inserting the nail. If the nail jams in the canal while inserting, extract it and choose the next-smaller diameter nail or prepare the canal appropriately."